Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump had recently alarmed twice for unexplained loss of primes. The pump then emitted a low battery alarm and alarmed again despite a battery change. The display screen went blank and the battery cap could not be removed to attempt to reload the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history confirmed that fully charged replacement batteries were not being used. Loss of prime alarms were observed in the pump¿s history. No corrosion or cracks were observed in the battery compartment; however the compartment had stripped threads. The display screen was not blank during testing. The battery cap was able to fully tighten on to the pump. No loss of prime occurred during testing. The force sensor was within calibration. The current draws were found to within specifications. The pump was opened and no internal damage was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.